Event description:
It was reported that four patients received serious burns from ECG leads while having scans. The patients were all sedated during the scans. The patients were not padded to keep the ECG leads away from the patients skin and non-mr approved ECG leads were used during the scans. The operator manual states that only mr approved ECG leads are to be used in mr scanners, padding must be used to keep the leads away from the patient's skin, and that high-risk patients, under sedation, need to be closely monitored during scans.